Event description:
It was reported that the patient was experiencing inadequate stimulation and leg fatigue with the new subthreshold stimulator pattern. It was also reported that the patient had a discomfort at the ipg site. The patient underwent an ipg explant procedure. The explanted ipg will not be returned as it was discarded by medical facility.